Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient setting the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported unknown number of false negative results with the ID now covid-19 2.0 test kit performed on unknow dates with unknown sample type. Confirmation testing was performed using sofia instrument on unknown date which generated positive result. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The customer reported unknown number of false negative results with the ID now covid-19 2.0 test kit performed on unknow dates with unknown sample type. Confirmation testing was performed using sofia instrument on unknown date which generated positive result. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient setting the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.